Event description:
It was reported by the customer the wire of the powerglide frayed and a piece was left in the patient. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire was confirmed but the cause is unknown. A single photograph of the implicated powerglide pro device was returned for evaluation. The catheter had been deployed out of the housing and off of the needle. However, the guidewire was still inlaid within the catheter as evidenced by a section of the guidewire protruding from the distal end of the catheter. The guidewire contained a complete break in the inner core and outer coil wires. The coil wire on the guidewire was unraveled and elongated. It is possible that complications with device deployment contributed to the guidewire damage. Damage to the guidewire can occur if the guidewire is forced against the sharp edge of the needle bevel causing it to shear. However, without the physical sample, the device could not be microscopically examined, tactility evaluated, or dimensionally analyzed. Therefore, the exact root cause could not be determined.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the wire of the powerglide frayed and a piece was left in the patient. No other information was provided.